Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed during archive data review and functional testing. The root cause for the system error was that the drivetrain motor brake assembly air gap was too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. Also, the drivetrain brake area was noted heavily worn with the presence of dust and dirt inside the platform. The root cause for the reported complaint was likely attributed to maintenance. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform. The lack of regular maintenance could degrade the mechanical components of the drivetrain. The drivetrain brake area was cleaned to remedy the observed issue. The autopulse platform was manufactured in january 2008 and is more than 14 years old, well past its expected serviceable life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. However, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake assembly air gap was out-of-specification. The brake gap was adjusted to the manufacturing specifications to remedy the error message. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. In addition, the autopulse platform also displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message, not related to the reported complaint, and was cleared by the user. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.